Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent skin revision surgery cauterized with silver nitrate (date not reported). Additional information has been requested but it has not been made available as of the date of this report.